Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the inflation feature of the device was faulty. A replacement was sourced to resolve the issue. There was no patient injury.